Event description:
It was reported that there was air in the reservoir.

Manufacturer narrative:
Evaluation summary: examination of the device in the product evaluation laboratory revealed that blood residue was visible around the blue seal and reservoir interface. There was also blood residue noted on the plunger and contamination shield. It appeared that blood had leaked across the blue seal wipers to the plunger side and out of the reservoir to contamination shield. The vamp system was tested simulating product use. The laboratory was unable to observe leakage around the seal when the plunger was moved smoothly and evenly at rate of 5cc per 3-5 seconds, as recommended by the directions for use. The only way that leakage could be achieved was by over pressurizing the plunger seal or under severe test conditions (by side loading and moving the plunger faster than recommended rate in the directions for use.)